Manufacturer narrative:
As no sample was available for further testing, the investigation did not identify a product problem. The cause of the event could not be determined. From the information provided, a general reagent issue most likely can be excluded.

Event description:
There was an allegation of questionable elecsys ft3 iii results for one patient sample from cobas e801 module serial number (B)(4). The specific date of testing at the customer site was not known. The sample was submitted for investigation and tested on a cobas e801 module, a cobas e 602 module, a cobas e 411 analyzer, and a siemens centaur analyzer. It was requested but was not known if any questionable result was reported outside of the laboratory.